Event description:
It was reported that the device was not circulating. It happened during testing. There was no delay of therapy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated device evaluation: one device was returned. The problem was verified by starting with a visual inspection, then filling the tank with water, attaching temp check disposable and proceeding with electrical safety analyzer. The pump was not circulating the water. The pump was replaced. Functional tests were performed and the pump was working as designed. Device passed all functional tests after repairs. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.